Event description:
It was reported the patient came to the hospital with inappropriate shocks . During the follow-up the physician noticed increasing pace/sense impedance greater than 2500ohms; oversensing also noted. The lead was capped and replaced. Patient outcome was listed as "ok" no further patient complications were reported as a result of this event.

Event description:
It was reported the patient came to the hospital with inappropriate shocks . During the follow-up the physician noticed increasing pace/sense impedance greater than 2500ohms; oversensing also noted. The lead was capped and replaced. Patient outcome was listed as "ok" no further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) proximal conductor fractured; partial lead in segments was returned for analysis. Further testing revealed defib conductor distorted and outer insulation separation.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.